Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during an intra lipid infusion the nurse moved the IV pole with the attached devices and the tubing set separated and leaked at the upper fitment. The customer further reported that there were no adverse effects caused to the neonate patient from the event.